Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were downloaded on (B)(6) 2019. He stated that he had been having some beeping with connecting. He felt as if the connection was not always easy to make. While in clinic, the customer did not get any of the beeping that the patient stated he was getting at times. The log files analysis showed that there were three occasions of no external power alarms while on the mobile power unit (mpu).

Manufacturer narrative:
H4: additional information. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The submitted log file contained data spanning approximately 6 days ((B)(6) 2019 ¿ (B)(6) 2019 per the timestamp). The log file captured low voltage hazard and no external power alarms on (B)(6) 2019 from 06:42:37 to 06:42:46 and 06:54:33 to 06:54:37, and on (B)(6) 2019 from 8:51:39 to 8:51:48 due to losses of power to while connected to the mpu. The system controller backup battery supplied power to the system during the losses of external power. The alarms were resolved when power to the mpu was restored. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional provided information stated that the cause for the no external power alarm was not identified. It was also stated that the patient has a v-lock connector on the ac power cord. The root cause of the reported event could not be conclusively determined through this analysis. The heartmate 3 instructions for use (doc. #100168999, rev. A) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (doc. #10006136, rev. B) section 5 ¿ ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including low voltage hazard and no external power alarms and, the actions to take if the issue does not resolve. The heartmate 3 instructions for use (doc. #100168999, rev. A) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (doc. #10006136, rev. B) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit and in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook and heartmate 3 instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.

Manufacturer narrative:
Section d4: additional information